Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional contact (importer): (B)(4).

Event description:
The incident involved a 11-in (28 cm) appx 0.97 ml, smallbore set w/nanoclave¿, 6-port, nanoclave¿ manifold, bcv, clamp. The customer reported that a small bore nanoclave manifold with 6 ports was being used on a patient. The patient had cardiac surgery on (B)(6) 2023. The manifold would have been set up with medications in the operating room (or) during the case. Patient came to the pediatric intensive care unit (picu) post op with manifold. Infusing via the manifold were a driver and an epinephrine infusion. The epinephrine infusion ran until 02:07hrs on (B)(6) 2023. With an assessment on (B)(6) 2023, the nurse noted there to be a damp spot on the bed under the manifold. On closer inspection, there appeared to be a small leak in the manifold proximal to where the extension tubing comes off. The tubing was removed as soon as the leak was noticed. There was patient involvement and no patient harm or adverse event reported.